Event description:
A malfunction with the customer's insulin pump was reported, as the screen was dark and would not turn on, and the battery would not charge despite various troubleshooting attempts. There was no reported impact on the customer's blood glucose level. Tandem technical support instructed the caller to try different charging solutions, but the issue persisted, leading to the decision to replace the pump. The customer confirmed they would use a backup insulin pump and follow the procedure for returning the non-functional pump within the given timeframe.